Event description:
Upon checking, it was noticed that an eclipse homepump, model #252500, filled with meropenem 500 mg/ns 125 ml, lot #0008032539, was leaking at the base of the eclipse homepump around the tubing.